Event description:
It was reported that a renasys go could not generate and control negative pressure and had a cracked case. As this was notice in a service and repair, not patient was involved.

Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed defects to the outer case. The functional inspection found that the device could not maintain pressure, establishing a relationship between the device and the reported events. Root cause identified as a defective vacuum motor and contact with another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.